Event description:
The customer's mother reported that the customer passed away due to a hypoglycemic episode. The customer was wearing the pump at the time of death. It was reported that the customer changed her infusion set the night before her death, and her blood glucose levels were elevated, so she took a bolus and went to bed. The next morning the customer's parents found her expired in bed. The customer's mother refused to return the insulin pump for testing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.